Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was replaced because it had become inoperable. Reportedly, the patient stopped charging the device as recommended by the manufacturer. The surgical intervention occurred without issue and therapy was restored for the patient.

Manufacturer narrative:
In the correct conclusion code is failure to follow instructions instead of maintenance issue.